Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the pump powered up to properly. Battery compartment crack was found from the top to the case seal. Review of black box data found evidence of time/date reset to default after pump reboot. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked . This report is made based on results of investigation completed on (B)(6) 2015.